Manufacturer narrative:
Device is a combination product. Literature citation: koiwaya, h. Et al. (2015). The impact of three-dimensional optical coherence tomography and kissing balloon inflation for stent implantation to bifurcation lesions. Journal of cardiology cases, 13(2016), 133-136. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that stent damage occurred. The patient was admitted with increasing episodes of chest pain on exercise. ECG showed a t-wave inversion in the precordial leads with significantly elevated plasma troponin I levels. Emergent coronary angiography showed single vessel disease with a long, narrow, severe stenosis of the proximal lad (left anterior descending). A 3.0x38mm promus element stent was placed in the left main trunk to the proximal lad crossing over the left cx (circumflex) at 12atm. There was sufficient expansion and good apposition of the stent struts. A guidewire was then advanced into the jailed cx and balloon dilation was performed to open the stent struts. Following this malapposition was noted opposite the ostium of the cx. Kissing balloon angioplasty was performed to resolve the malapposition. Six months post procedure, angiography confirmed no restenosis and the patient has remained well following the procedure.